Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted 122 ventricular short interval counts (sic); with high rate non-sustained and ventricular tachycardia (vt) non-sustained episodes with evidence of lead noise oversensing. The rv pacing impedance measured 1045 ohms gradually rising from a trend in the 600-700 ohm range. The rv lead integrity warning occurred for 2 or more high rate episodes and sensing integrity counter greater than 30 in 3 days (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to noise on the rv channel. The rv lead was capped and replaced. No patient complications have been reported as a result of this event. (B)(6) 2015, the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted 122 ventricular short interval counts (sic); with high rate non-sustained and ventricular tachycardia (vt) non-sustained episodes with evidence of lead noise oversensing. The rv pacing impedance measured 1045 ohms gradually rising from a trend in the 600-700 ohm range. The rv lead integrity warning occurred for 2 or more high rate episodes and sensing integrity counter greater than 30 in 3 days.